Event description:
The customer reported non-reproducible elevated troponin I results for 2 pt samples. The elevated results were not reported to the floor. Elevated results of this magnitude reported to a physician might lead to cardiac catheterization. There was no report of pt harm as a result of this event.